Event description:
It was reported that site had issues with their programming system. The issue was isolated on the usb cable connector to the tablet. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution. Return of the suspect usb cable for analysis is expected, but it has not been received to date.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.